Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s blood glucose level was 42 mg/dl at the time of incident and current blood glucose was 192 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of low and high blood glucose. Customer had using insulin pump system within 48 hours of reported low and highblood glucose event. The customer did not experiences any symptoms related to the high and low blood glucose. Troubleshooting performed for the high blood glucose over delivery. The customer treated for low blood glucose with the glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Displacement accuracy test. Insulin pump passed the delivery accuracy test at 0.08 inches. No over delivery anomalies noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.